Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture on ultrasound" this is for the right side. The device still remains implanted.

Manufacturer narrative:
Continued fax number (e1): (B)(6). Reason for reoperation: bilateral capsule contracture - baker grade unknown, rotated implants additional, changed, and/or corrected data: a2, b5, d6b, e1, h6.

Event description:
Healthcare professional reported "implant rupture on ultrasound." This is for the right side. Healthcare professional later reported "no rupture" and reported "capsule contracture" - baker grade unknown, "rotated implants." Device has been explanted.